Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a dark, solid foreign material - however, the foreign material in the nozzle was unable to be further specified. Moreover, there was no report of obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received in regional repair center (rrc) olympus france, however, the final technical evaluation report from service has not yet been received for final evaluation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported of "air/water flow issues from the air/water flow system". The issue during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found foreign material which cannot be removed even if correct reprocess performed due to buckling of each channel or nozzle. This report is being submitted for foreign material found in channel nozzle and cannot be removed due to buckling of the channel/nozzle (device reprocessing issue ) found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow regarding event reported and additional information on device evaluation. Communication with the customer via service business center informed that the issue reported by the customer occurred during procedure (unspecified procedure). No patient complication , no harm was reported. Additionally, the following information were provided in regards to the foreign material reported from the initial report. The following information were noted : the foreign material noted to be clogging the nozzle was described as a solid and dark material, which seem to look like debris from the patient body that could not be removed . Additionally, the following defects were identified during device inspection (unrelated to the foreign material reported ) a-rubber glue is worn out. One light guide (lg-rod ) lens unit is cracked. Lenses cementing is defected. The protector unit is damaged. Switch 1 button rubber is wear and tear. Universal cord unit has wrinkles (slightly). Scope connector electrical contact are damaged (slightly). Angulations are out of specification. Concerning the general condition of the scope and the further inspection findings, service repair noted that it is a result of wear and misuse during handling and reprocessing. The replacement of the nozzle unit, the a-rubber, the c-cover, one lg-rod lens, the protector unit, the key top 1 unit, and an angulation wire adjustment are required as a middle repair to return the instrument to the original equipment manufacturer (OEM) specification. In regards to the aforementioned event reported (foreign material in the nozzle) , service repair noted , the foreign material likely have accumulated and clogged the nozzle during the procedure. Investigation is ongoing. This report will be supplemented accordingly following investigation.